Event description:
The customer reported that during a colon case, the jaws of the device could not be re-opened. The surgeon was able to manually remove the device with no tissue damage or injury. There was no pt injury or tissue damage. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.